Event description:
Implantable defibrillator malfunction. Header appears to be loose from the device thereby giving erroneous readings. Rv shocking impedance is open. Upon interrogation with programmer "check atrial and shock leads" message. Shock impedance not recorded. (B)(6) 2012 and (B)(6) 2013.